Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The uretero-reno videoscope was returned to the service center with water leakage. This does not indicate an MDR reportable event. However, an MDR reportable failure was found during testing at the service center. During inspection of the device, the welding joint of the bending tube has come off. And was found to be most likely due to stress led to component failure. There was no patient involvement.

Manufacturer narrative:
This supplement is being submitted for a correction to b5. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device

Event description:
Correction to the previous submitted MDR (b5) the uretero-reno videoscope was returned to the service center with water leakage. This does not indicate an MDR reportable event. However, an MDR reportable failure was found during testing at the service center. During inspection of the device, it was found that the welding joint of the bending tube had come off. There was no patient involvement.